Manufacturer narrative:
The lot/device manufacturing records were reviewed and found to be acceptable.

Event description:
A report from a user facility in the united kingdom stated that the cutter stopped working. The cutter was restarted but failed again. The cutter was replaced and the procedure was completed without any patient injury.

Manufacturer narrative:
Two 25ga vit cutters were returned in a bl5525wv pack from lot v8993. Visual inspection found fluid in the tubing, in the IV spike drip chamber and in the collection cassette. Both cutters were visually inspected. One needle was found bent in one of the cutters, dried solution was visible in the tubing and the port window was the opened position with the back cap correctly aligned with the vent hole in the side of both cutters'' body. The connectors in each cutter were inspected and no defects were found. A functional test was performed using a stellaris pc system. Even though one of the needles was bent, both cutters had good clean cuts throughout the various cut rates and aspirated as they should. In addition, the collection cassette was functionally tested using the stellaris pc system. The cassette was captured and recognized by the system. The whole assembly passed the self-vacuum test, primed, irrigated and aspirated as intended. The reported failure could not be confirmed.